Event description:
Spontaneous call to on call service. Both legacy pumps alarmed for no disposable, troubleshoot to see if could get pump running could not, most likely faulty cassette. Changed cassette, legacy sn: (B)(4) due 7/16/2022 would not run but other pump did. Replacing 1 pump and 4 extra cassettes. Cassette lot #4219999. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? Is the actual device available for investigation? Yes did we replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved cassette not available patient wasted 2 cassettes. (New cassette, only ran 4 hours before malfunction). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What was the outcome of the event? Resolved, resolved?, ongoing? Reported to (B)(6) by: patient/caregiver.